Manufacturer narrative:
(B)(4) - the reported event of shaft broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
It was reported the physician experienced difficulty advancing the stent system up to lesion in tortuous anatomy. During attempts to release the stent, the catheter's shaft broke. Angiography confirmed everything looked fine and the stent system was retrieved. Coiling was completed without the stent. There was no impact or consequences to the patient.

Event description:
It was reported the physician experienced difficulty advancing the stent system up to lesion in tortuous anatomy. During attempts to release the stent, the catheter's shaft broke. Angiography confirmed everything looked fine and the stent system was retrieved. Coiling was completed without the stent. There was no impact or consequences to the patient.